Manufacturer narrative:
The reported event of a broken off lag screw step drill could be confirmed. The returned step drill was regarded to be the subject product. Review of the DHR revealed no discrepancies. Mechanical properties of the material were within specified tolerances. Thus, we exclude deviations in material and manufacturing. The device was documented as faultless prior to distribution and as it had been in use for a longer time [manufactured in 2008] we pre-suppose that it had fulfilled its tasks in former surgeries as intended without problems reported. The received lag screw step drill showed intense traces of frequent use. The tip (1st step) of the step drill was completely broken off at the level of the transition to the 2nd step. The kind of damages found ¿ material deformation, material cracks ¿ indicated significant load applied. The breakage surface showed signs of a forced brittle fracture, no plastic deformation was found. Appearance of the breakage surface indicated that the device broke suddenly in a forced brittle manner due to overload caused by a combination of high torsional and bending stresses whilst having significant contact with a hard / metal object (e.g. Screw hole of the nail) during operating the device, which is supported by the event description ¿patient has bard bones and later cortex was not pre-drilled ¿¿. Significant damage found at the secondary cutting edges revealed that the drill came in contact with a hard object during drilling, as well. The cutting edges were in very bad condition, they were significantly damaged. The drill was no longer sharp. It could not be excluded that the cutting edges of the item returned had been damaged during former surgeries, but the signs of damage should then have been detected during inspection prior to surgery and another device should have been used. Reasons for metal contact during drilling are various. Potential causes could be e.g. [But not limited to]: loosening of the nail holding bolt during insertion of the nail. Not realized unintended loosening of the attachment knob (will lead to release of the drill sleeve). Drilling without drill guiding sleeve. Using blunt or damaged drill. High forces applied to the target device during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, target device and nail. Guide wire not removed prior to drilling. Originally deflected k-wire. Reasons for deflection of a k-wire ¿ amongst others ¿ could be [but not limited to]: very hard and dense bone. Use of k-wire without having centre punched the bone with a centre drill (or trocar) before. Use of k-wire without using the guide wire sleeve ¿ in this case received intra-operative imaging confirmed the use of a guide sleeve. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. Summarizing reported none-predrilling, reported hard bone and found massive damages suggested that the event had been caused by oblique drilling potentially resulting in nail contact causing drill breakage. In case of damage in former surgeries the stepdrill must not have been used as per labelling. Based on the above facts the root cause of the reported event was not related to a deficiency of the device but was rather related to improper handling by the (potentially former) user and was classified as use error. No non-conformity was identified. With available information the event was not caused by a deficiency of the device.

Event description:
It was reported that the tip of lag screw step drill broke of during procedure and had to be removed; which prolonged the or with 2 hours. Eventually the or was successful with no complication for the patient. It took 2 hours to do this with laparoscopic instruments. This was performed under spinal anesthesia. Patient has bard bones and the later cortez was not pre-drilled. Patient did not receive any adjusted antibiotics therapy due to the event. X-rays were used to retrieve the broken of pieces. X-rays are always used in this type of surgery, but where used for an extended time in this case. Patient is released from hospital, imaging looked good (compression and gap is closed). Will return in 2 weeks to hospital for check up. In the meantime weight bearing of only 50% is recommended.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the tip of lag screw step drill broke of during procedure and had to be removed; which prolonged the or with 2 hours. Eventually the or was successful with no complication for the patient. It took 2 hours to do this with laparoscopic instruments. This was performed under spinal anesthesia. Patient has bard bones and the later cortez was not pre-drilled. Patient did not receive any adjusted antibiotics therapy due to the event. X-rays were used to retrieve the broken of pieces. X-rays are always used in this type of surgery, but where used for an extended time in this case. Patient is released from hospital, imaging looked good (compression and gap is closed). Will return in 2 weeks to hospital for check up. In the meantime weight bearing of only 50% is recommended.